Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary full height 6 was preventing the station from starting. A field service engineer (fse) replaced both the pyxis modular controller board and controller boards, completed testing with passing, had the customer to confirm the station was operational, and reseated rear connections as preventive maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, station tl-6b2 had a black screen and was unable to boot up. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.